Manufacturer narrative:
Additional information: no issues noted during the use of the everest inflation device. The everest inflation device used successfully prior to the deflation difficulties with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a rapidcross pta balloon for treatment of a calcified lesion in the mid right anterior tibial artery. The artery was 2.5mm in diameter. A 6fr non medtronic sheath and a 0.014" non medtronic guidewire were used. The vessel was no pre-dilated. The IFU was followed. The device did not pass through a previously deployed stent. A medtronic inflation device was used with 50/50 contrast. No issues were noted during inflation. No damage noted to the balloon catheter. It was reported the balloon had deflation issues and the balloon was not fully deflated for removal. Physician had to pull negative pressure multiple times to achieve a partially deflated balloon. The device was safely removed from the patient. Another rapidcross was used to complete the case. No patient injury.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state and with the shaft detached at the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.